Event description:
It was reported that a patient presented to clinic for an extraction of their pacemaker (pm), atrial lead, and right ventricular (rv) lead due to superior vena cava syndrome and an implant of an aveir leadless pm. The patient was stable following the procedure.